Event description:
It was reported in a study entitled "does free cell area influence the outcome in carotid artery stenting?", that the patient experienced a trans-ischemic attack (tia). Which carotid artery, the percent of the stenosis, degree of calcification, and vessel tortuosity are unknown. The patient received a carotid wallstent of unknown size during a procedure which was performed prior to the year 2000 without the use of an embolic protection device (epd). It was noted that epd's were not available at the time of the procedure. At an unspecified time during the procedure, the patient suffered a trans-ischemic attack (tia). No other details of the procedure are available. The patient's status is unknown. Additional information has been requested.

Manufacturer narrative:
The stent had been implanted and it is presumed that the stent delivery system was discarded at the user facility, therefore, no direct product analysis will be available.